Manufacturer narrative:
H6; code 100: dry fired. Facility experienced an event with endopath* endoscopic articulating multifeed stapler on 7/7/97 while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974207. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, yes; precock functional, yes; roatation, yes; staple count, 15 and swivel, yes. Functional tests & results: cylced the instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a malformed staple jammed in the cartridge nose. The instrument was cycled repeatedly but the malformed staple would not feed and could not be reomved without the disassembly of the cartridge. The cartridge was disassembled and a formed staple was found to be wedged under the anvil, which caused the instrument's staple to malform and the instrument to jam. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.

Event description:
It was reported the eas was used during a laparoscopic hernia repair. It was reported after firing the eas several times into the mesh it jammed. The device was from kit, ft060. The surgeon opened an origin tacker to complete the case. There was no consequence to the pt.